Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. No additional event or patient information was available. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.